Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a piece of plastic head of the sealer pulled away and was catching on tissue. A new sealer had to be opened as soon as tissue was noticed. There were no pieces appeared to be broken or missing. There was no patient injury.